Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error (se) 2240 (air in line/set) on the homechoice (hc) device during dwell 2 of peritoneal dialysis (pd) therapy, while the hp was connected. The hp stated that one of the supply bags had disconnected from the setup. The technical service representative (tsr) assisted the hp in clearing the alarm and reviewed proper procedures, per the user manual, with the hp. It is unknown how the hp planned to complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.